Manufacturer narrative:
The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(4).

Event description:
A diamondback 360 peripheral orbital atherectomy device (oad) was used to treat a 70% calcified, 2.5-3.0 mm, mid posterior tibial artery (pt) vessel. There was resistance experienced during the treatment. On the second treatment, the oad came to a stop and turned off. The physician was unable to power the device back on. The physician attempted to remove the device but was unsuccessful. Glideassist was utilized in an attempt to remove the device, however, this was unsuccessful as well. The physician applied pressure, as well as unlocking and locking the device, but they were still unable to remove the device. A non-csi/abbott lubricant was injected into the sheath. After 20 minutes, the physician was able to successfully remove the device. Balloon angioplasty was used to complete the procedure.